Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the last basal delivery was on 4/20/12@1:20pm, reported date from 6/7/2011 is overwritten, returned battery/cartridge caps were used to complete the investigation. Total daily dose (tdd) adds up and reflects the programmed basal target rate. "Ez-prime¿ steps were performed correctly, no eaw occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specifications. Investigators were unable to duplicate ¿bg high¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The nurse called animas to report that the patient was admitted to the ICU with dka and a blood glucose level of 564 mg/dl. The nurse reported that the pump was discontinued and the patient was started on an IV insulin drip. The patient's blood glucose level was 208 mg/dl at the time the nurse called animas. The nurse was not able to provide any history of the event including the patient's treatment prior to going to the hospital. The nurse was also unable to provide any troubleshooting related to the issue. The patient was unable to speak at the time of the nurse's call to animas she called back to provide some additional information. She said that prior to being admitted to the ICU she was admitted to another hospital on (B)(6) 2011 with a blood glucose level of 800 mg/dl. She was reportedly given IV fluids and placed on an insulin drip during that hospitalization. Upon discharge after the first hospitalization, she was prescribed an insulin injection regime and was removed from insulin pump therapy. She states the pump is not the cause of the second hospitalization, which occurred on (B)(6) since she was taking insulin via injection. The patient stated she was ill and was not able to speak further or troubleshoot the pump. During additional follow up attempts to obtain information the patient was either too ill to speak or was not reached.